Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as (B)(6) 2022, however the correct date is (B)(6) 2022. Section h6 component code: 925. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a gas forced infusion error occurred with patient involvement. No additional information was provided.

Manufacturer narrative:
Device evaluation: field service engineer (fse) visited site and replaced the alpine piston pump to resolve the reported issue. System performing to specification. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.